Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which urethral atrophy was noted at the cuff site. During the procedure the existing cuff was explanted and while the physician attempted to make space for the new cuff, he got into the urethra. The pump and balloon were left implanted, and the patient was going to be referred to another doctor. The patient was said to be good after the procedure. It was further reported that the explanted cuff was considered the right cuff size, and correct location at time of implant. The perforation was identified on the lateral urethra and was treated by closing it. There were no device malfunctions associated with the explanted device. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which urethral atrophy was noted at the cuff site. During the procedure the existing cuff was explanted and while the physician attempted to make space for the new cuff, he got into the urethra. The pump and balloon were left implanted, and the patient was going to be referred to another doctor. The patient was said to be good after the procedure. It was further reported that the explanted cuff was considered the right cuff size, and correct location at time of implant. The perforation was identified on the lateral urethra and was treated by closing it. There were no device malfunctions associated with the explanted device. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
D11, h2, h3, h6, h10 updated. Product investigation completed. No device malfunctions were reported. The ams 800 occlusive cuff was visually inspected and microscopically examined. A leakage test was performed. No leaks were found. The device performed within product specifications. The urinary incontinence, atrophy, and perforation were unable to be confirmed. Based upon medical review assessment, the data reasonably suggest the clinical events of atrophy, incontinence and perforation are anticipated in nature and severity as per the dfu with ha and do not require escalation to senior management.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which urethral atrophy was noted at the cuff site. The physician considered that the explanted cuff was the right size, and on the correct location at time of implant. During the procedure the existing cuff was explanted and while the physician attempted to make space for the new cuff, he got into the urethra. The perforation was identified on the lateral urethra and was treated by closing it. The pump and balloon were left implanted, and the patient was going to be referred to another doctor. There were no device malfunctions associated with the explanted device. The patient was said to be good after the procedure. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
B5, e1, h2, h10 field change. D11, h2, h3, h6, h10 updated. Product investigation completed. No device malfunctions were reported. The ams 800 occlusive cuff was visually inspected and microscopically examined. A leakage test was performed. No leaks were found. The device performed within product specifications. The urinary incontinence, atrophy, and perforation were unable to be confirmed. Based upon medical review assessment, the data reasonably suggest the clinical events of atrophy, incontinence and perforation are anticipated in nature and severity as per the dfu with ha and do not require escalation to senior management.

Manufacturer narrative:
B5, d11, h2, h10 field change. Model number/catalog number 72400023 serial number null batch/lot number 366678001. Model/catalog description balloon fgs 51-60 cm. Model number/catalog number 72400098 serial number null batch/lot number 460818020. Model/catalog description control pump fgs. B5, e1, h2, h10 field change. D11, h2, h3, h6, h10 updated. Product investigation completed. No device malfunctions were reported. The ams 800 occlusive cuff was visually inspected and microscopically examined. A leakage test was performed. No leaks were found. The device performed within product specifications. The urinary incontinence, atrophy, and perforation were unable to be confirmed. Based upon medical review assessment, the data reasonably suggest the clinical events of atrophy, incontinence and perforation are anticipated in nature and severity as per the dfu with ha and do not require escalation to senior management.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which urethral atrophy was noted at the cuff site. The physician considered that the explanted cuff was the right size, and on the correct location at time of implant. During the procedure the existing cuff was explanted and while the physician attempted to make space for the new cuff, he got into the urethra. The perforation was identified on the lateral urethra and was treated by closing it. The pump and balloon were left implanted until the urethra healed. There were no device malfunctions associated with the explanted device. Five months after the perforation the patient underwent a surgical procedure in which the existing pump and balloon were removed and a new aus system was implanted. The patient was said to be good after the procedure.